Event description:
This lv lead was implanted on (B)(6) 12 and explanted on (B)(6) 12 due to infection. The procedure took place at (B)(6) hospital in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).